Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025 and the patient was re-implanted with a new cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced frequent dropouts and subsequent loss of connection to the internal device. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.